Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture/anxiety, product/procedure was received on jun 16, 2021 with catalog: mcghan270cc. Visual analysis of the returned device identified: broken shell, underweight, brown particles on the surface of the shell, part of the shell is missing, crease fold. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on anterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Additionally hcp noted rupture observed during surgery.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade ii-iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported right side capsular contracture, baker grade unknown and bilateral exchange from textured to smooth breast implants due to the patient's concern with the product. Device has been explanted.